Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the radial artery. The 70% stenosed, 3.5x30mm de novo and eccentric target lesion was located in the non tortuous and non calcified left anterior descending artery (lad). The lesion was predilated with a 1.5x20mm non bsc balloon and then a 3.5x32mm promus element stent delivery system (sds) was advanced to the lesion. After the stent was successfully deployed, "spontaneous excessive proximal malformation and recoil" of about 8 ¿ 10mm occurred on the proximal segment of the stent. The malformation and recoil was corrected by post dilating the lesion with a 2.75x10mm balloon and a 4.0x16mm promus element stent was deployed in the lesion. The procedure was completed at this point with no patient complications reported. The patient's current condition is listed as stable. This product is only ous approved but it is similar to an approved us device.